Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The device evaluation found the bending angle was out of specification and the bending rubber adhesive was damaged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 2 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2022. The scope was retested on november 23 and it tested positive for 41 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.